Manufacturer narrative:
Correction: wound dehiscence should not have been included in the health effect ¿ clinical code. The correct event description should have been "it was reported that the patient presented for a follow-up clinic visit with pocket erosion. The pacemaker had eroded through the skin, with the bottom of the device exposed. The patient was experiencing skin irritation. The patient was given antibiotics prior to the procedure. The pacemaker was explanted and replaced. The patient was in stable condition before, during, and after the procedure.", rather than "it was reported that the patient presented for a follow-up clinic visit with pocket erosion. The pacemaker had eroded through the skin, with the bottom of the device exposed. The patient was experiencing wound dehiscence and skin irritation. The patient was given antibiotics prior to the procedure. The pacemaker was explanted and replaced. The patient was in stable condition before, during, and after the procedure."

Event description:
It was reported that the patient presented for a follow-up clinic visit with pocket erosion. The pacemaker had eroded through the skin, with the bottom of the device exposed. The patient was experiencing skin irritation. The patient was given antibiotics prior to the procedure. The pacemaker was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection and interrogation results were normal. The output measurement with scope was acceptable. No anomalies were noted. The cause of infection could not be traced to the device. Estimated event date: the patient seen in (B)(6) 2025 for irritation of her ppm pocket.

Event description:
It was reported that the patient presented for a follow-up clinic visit with pocket erosion. The pacemaker had eroded through the skin, with the bottom of the device exposed. The patient was experiencing wound dehiscence and skin irritation. The patient was given antibiotics prior to the procedure. The pacemaker was explanted and replaced. The patient was in stable condition before, during, and after the procedure.